Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the plan was to explant this right atrial (ra) lead during the right ventricular (rv) lead revision. However, there was difficulty explanting the right atrial (ra) lead, and the ra lead was replaced and surgically abandoned instead. No additional adverse patient effects were reported.